Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: a1, d4, d8, g3, g4, g6, h2, h4, h6 and h10. The evaluation of the device confirmed the light source service device error (e103) displayed on otv and the emergency lamp came on due to failure of the converter and igniter. Additionally, the output connector (light guide connection) connection is loose due to wear. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the service evaluation results, the probable cause of the error (e103) displayed and the emergency lamp came on was due to a malfunction of the igniter and converter from age/deterioration from repeated use as it has been 6 years since the device was manufactured. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon and confirmed that the error e103 which indicated the subject device was broken down displayed due to the failure of the igniter and the power unit of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code was displayed and lit the emergency lamp of the subject device at the preparation for use. There was no report of patient injury associated with the event.